Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with problems with all three of their leads. The right ventricular lead exhibited high capture thresholds and high, out of range pacing impedance. The left ventricular lead had been dislodged in the atrium as confirmed by fluoroscopy. During procedure, a fracture was visualized by the physician on the right atrial lead, which he believed was due to twiddlers syndrome. All three leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-16196, related manufacturer reference number: 2017865-2020-16200.